Event description:
This is filed to report the gripper actuation issue it was reported that during device preparation of the xtw mitraclip, one gripper was not moving. The gripper would not move up or down. The clip was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The discrepancy between what was reported (single gripper actuation issue during device preparation) and what was observed (no issues actuating the grippers) may be related to user technique. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a